Event description:
It was reported that the articular surface would not fully engage in the tibial component. The surface was noted as damaged, and a second surface was opened and inserted smoothly.

Manufacturer narrative:
Eval summary - no deformation damage is apparent to the dovetail feature of the device or to the retaining tabs on the distal posterior aspect of the device. However, there are small gauges on the edges of the device. A definitive root cause cannot be determined with the info provided. Dimensions taken are within spec. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.